Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical visit, field service engineer, after performing hundred microns flaps and measuring per device specifications and tool use, all flaps measured were within the stated spec of one seven to one two seven microns. It was agreed to leave the flaps at the verified or measured thickness and to have the site verify their optical coherence tomography accuracy and perhaps use system pachymeter to verify thickness next treatment day. Field service engineer confirmed device met specifications as per service installation record. Treatment reports have been requested but not provided. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows ten successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatments cannot be identified in the logfile. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the actual thickness was being greater than that the targeted thickness resulting in an thick flap in the right eye of a patient during lasik surgery. There are two related reports for this event. This report addresses the five patient's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).